Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Device remains implanted.

Event description:
Patient alleged to right knee pain, swelling, discoloration and loosening approximately one year post-implantation. No revision has been scheduled at this time.